Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump was warm to the touch despite being in room-temperature conditions. Reportedly, the pump was charging during the reported event. As well, as that the pump battery could not be charged. Customer¿s blood glucose level was 186 mg/dl. The customer did not have an alternate method of insulin therapy available but declined follow-up from tandem technical support to ensure a back-up insulin therapy was obtained.